Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recn0604 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that rash, itching, and fester in the perineum developed; the patient's condition got improved following the removal of the PICC catheter and continuous antianaphylactic treatment. No other information was provided.